Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date reported as "end of (B)(6) 2014." The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was a break in aseptic technique further described as touch contamination. On an unreported date the patient was discharged from the hospital. At the time of this report the outcome of the peritonitis event was not reported. No additional information is available.